Event description:
Asr revision. Asr xl - left hip. Reasons for revision: component loosening, pain and alval / soft tissue reaction. Bilateral: see (B)(4) for right hip. Update: 14 may 2015. Updating original surgery date. Updating all details for all products. The product code for the cup that is listed on the attached email is incorrect. It should be 999804652 which corresponds to the lot number. File handler has asked the surgeon's secretary about which component is loosening and will update us when he finds out. Taken from email query 1 reply 13 may 2015. ((B)(4)).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.(B)(4)

Event description:
Update: 2 july 2015, product details initially supplied were actually for the right hip which became apparent as their dates of manufacture came after the left hip's implant date. We have now received the correct product details for the left hip and these have now been updated for all four products, including manufacture and expiry dates. Taken from attached email, confirmation of left hip products (B)(4) 2015 (pd (B)(6) 2015).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).